Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. The device history record for this serial was reviewed. All mfg and qa assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was rec'd for analysis, it is not possible to determine root cause of the event.

Event description:
It was reported that 2 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. Two weeks after the physician noticed a rectal fistula had occurred. The pt was treated with a foley and oral antibiotics; however, the pt could not tolerate the foley. Therefore, a suprapubic catheter was placed. No further pt injuries or complications were reported.